Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign material on the light guide lens and corrosion on the forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction forceps channel port has corrosion was traced to component failure. Additionally, the most probable cause for the malfunction foreign material on the light guide (lg) lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.